Manufacturer narrative:
The investigation is ongoing, however, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (oekg) was informed via service request that the customer autoclavable camera head was returned to olympus repair department for a reported ¿loose contact on plug¿. The reported defect was found during inspection for use. Upon inspecting and testing, an image defect was identified, the image disappears temporarily due to a defective video cable unit. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, error did not occur when the product was restarted therefore it is likely that there is no device issue. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.